Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead show high impedance on multiple contacts due to fracture. As a result, the patient underwent lead replacement. Postoperatively, effective therapy was reported.